Event description:
Reportable based on analysis completed on 11/21/2011. It was reported that during an embolization treatment procedure, the coil would not advance in the catheter. The target lesion was an aneurysm located in the iliac artery. A 6fr introducer sheath and a mach1 guide catheter were placed. A 5fr .038 / .043 non bsc angiography catheter was advanced and a 2.7 non bsc microcatheter was placed internally. While utilizing continuous flush, 2 arteries which fed the aneurysm were successfully treated with an unspecified number of interlock 18 coils. The 2.7 microcatheter was then withdrawn and 1.035 interlock cube coil was implanted via the 5fr .038 / .043 angiography catheter. The next 5 attempts to advance separate .035 interlock cube coils, 4 - 20mm x 40cm coils and 1 - 18mm x 40cm, were not successful as the coils would not advance in the catheter past the loop of the iliac. The 2.7 microcatheter was reinserted and the procedure was completed with 2 - 14mm x 20cm interlock 18 coils. There were no patient complications and the patient's status is fine. However, device analysis revealed one of the 20mm x 40cm .035 interlock cube coils was broken.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed an introducer, delivery wire and coil were returned. The proximal end of the coil was protruding from the introducer sheath. The main coil interlocking arm had been pulled off although there was evidence of a weld; the interlocking arm was not returned. The proximal end of the coil was severely stretched. The remainder of the coil was stuck in the introducer sheath due to dried blood. The introducer was cut in several locations to release the coil. Blood was present on the fiber bundles. The delivery wire was inspected and several kinks were present. The introducer was inspected; the twist lock was opened and blood was visible. Microscopic inspection revealed the zap tip shape and surface of the coil and delivery wire were smooth. The interlocking arm of the delivery wire was inspected and no damage noted. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." "He use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." "N order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." (B)(4).